Manufacturer narrative:
(Cutting the sheath). The device was received. Investigation is not complete.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after firing the clip, the device was difficult to remove. The access ports were used unsuccessfully. The physician used scissors to cut the sheath 2 inches above the body of the device, and then used counter traction to successfully remove the device from the patient's anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.